Event description:
Reportedly, the subject programmer switches off unexpectedly after 10 minutes. Preliminary analysis revealed a defective mother board.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject programmer switches off unexpectedly after 10 minutes. Preliminary analysis revealed a defective mother board.